Event description:
The service reports shows that the ventilator "went inop" while on a patient. The mallinckrodt customer support engineer (cse) inspected the device and replaced the mp1 pcb. There was no patient harm or change in therapy as a result of the malfunctions.